Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) a few months ago. The current monitoring voltage was 2.58 volts with a charge time of 28 seconds. The physician was concerned about the gas gauge being close to end of life (eol). Technical services discussed that the charge time is causing the gas gauge to point close to eol and that we recommend that the device be replaced within 90 days of eri declaration. It was stated that the patient is currently going through radiation. This device was listed on the mid-life display of replacement indicators advisory. At this time, no changeout procedure has been performed. No adverse patient effects have been reported. Subsequent information indicates that this product was explanted and replaced for normal battery depletion.